Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix was normal no anomalies were noted, the inner coil inside the connector region was over torqued consistent with implant procedure. After cleaning the lead, and by applying torque to the connector pin the helix could be extended and retracted, the full helix extension length was measured and found to meet specification. The field report of low lead impedance was confirmed. Due to the over torqued inner coil occurring at implant the lead was shorted. Visual examination did not find any other anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During implant of the atrial lead, low impedance was noted. The lead was exchanged to successfully complete the procedure. The patient is well.